Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by the manufacturer. Event problem and evaluation: * on 15-nov-2016, a medtronic representative went to the site to test the equipment. The imaging system¿s interface cable would not connect properly. After the interface cable was cleaned and connections were adjusted, a system check-out was completed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was stuck on the boot screen, and would not move past it. The mobile view station (mvs) booted completely with no issues; however, the image acquisition system (ias) pendant displayed "system booting, please wait" and showed a red x for motion, x-ray, and mvs connection. Re-booting several times did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system and without navigation. Instead of using the imaging system to check screw/hardware placement, a c-arm was used instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.